Manufacturer narrative:
Age, weight, ethnicity: unknown/ asked but not available. Catalog number: a complete catalog number is unknown, as the lot number was not provided. Lot number: unknown, information not provided. Expiration date: unknown, as lot number was not provided. Unique device identifier (UDI #): unknown, as lot number was not provided. If implanted, give date: not applicable as this is not an implantable device.  If explanted, give date: not applicable as this is not an implantable device.  Reporter name: unknown, information not provided. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as the material was not available for investigation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown as lot number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had spike in intraocular pressure post surgery using the ovd. The patient had fully recovered. The material was not available for investigation. No other information was provided.